Manufacturer narrative:
The device has been received for eval; however, device eval is not yet complete. A supplemental report will be submitted upon completion of the eval.

Event description:
Received info regarding multiple cartridge alarms (cartridge alarm 1) with multiple cartridges during bolus delivery. Reportedly, customer stated that occlusion alarms occurred prior to cartridge alarms. Customer's blood glucose level was not impacted.